Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a failure had occurred in the drawer of station aux 2-2, resulting in the cubies not being displayed. A field service engineer successfully reconnected all rowboard connections and pyxibus cables to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system, a drawer and several cubies had consistently malfunctioned. A customer reported that a user had been unable to dispense medication due to a malfunction, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.